Manufacturer narrative:
Complaint no: (B)(4). A loose connection between the transfer set and the patient line tubing is a known cause of this alarm. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. The cause of the issue was determined to be due to a loose connection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during drain two of peritoneal dialysis therapy on the homechoice. The patient was not connected at the time of the alarm. During troubleshooting, the patient reported that the patient line had become disconnected from the patient's transfer set. The patient's wife reconnected the line in an attempt to clear the alarm. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with them. There was no patient injury or medical intervention reported. No additional information is available.